Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional reporter: (B)(6). Return service specialist.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that reportedly leaked an unspecified drug/infusate at the filter vent. There was patient involvement, but there was no harm.

Manufacturer narrative:
One used device was received for evaluation on 3/5/2026. As received, the filter was wetted out. Received one photo of the set in a bag. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated but can be confirmed due to the wetted out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.